Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5.5 ti cort fix 7x40mm the hex of the screw was deformed. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of 5.5 ti cort fix 7x40mm in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 5.5 ti cort fix 7x40mm. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The DHR of product code: 186731740. Lot : 299520 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 11.02.2021. Qty: 198. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a plif at l5 treating spinal canal stenosis. During the surgery, the screwdriver was not able to be attached to the screw. Some deformity was found inside the screwhead. The procedure was completed with a replacement less than 30-minute surgical delay. No further information is available. This complaint involves two (2) devices. This report is for (1) unk ¿ plates this report is 1 of 2 for (B)(4).